Event description:
Medtronic received a report that the apollo catheter was found to be broken/ruptured in the distal segment prior to onyx injection. The patient was undergoing treatment for a brain arteriovenous malformation. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery. It was reported that there had been no friction/difficulty during delivery. There was no other damage to the catheter besides the rupture. No force was applied during delivery, the catheter tip was not entrapped/stuck, there was no vasospasm, and the catheter was not stuck in the guide catheter. The device was replaced with an marathon catheter, and the patient did not experience any injury or complications. No additional medical or surgical intervention was needed. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a traxcess 14 guidewire, synchro 10 guidewire, and onyx liquid embolic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an apollo micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened apollo micro catheter inner pouch and within medical gauze. Visual inspection/damage location details: the apollo micro catheter total length was measured to be ~171.6cm. The apollo usable length was measured to be ~165.2cm which is within specification (specification 165.0cm ± 2.5cm). The apollo distal floppy segment was measured to be ~25.5cm which is within specification (specification 25.0cm +2cm -1cm). No flash or molded voids were observed with the apollo micro catheter hub. The catheter body was found to be ruptured at ~23.3cm from distal tip. The tubing material at the rupture section exhibited stretching. The detachable 5.0cm tip was found to be intact. The distal tip was found to be intact. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The returned apollo micro catheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there was no resistance was felt during injection, and no kink or damage seen on the apollo micro catheter. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.